Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal end of the device was severed. The cutting wire was broken. An investigation was performed to confirm the condition of the broken cutting wire. The broken area was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. Since the distal end of the device was severed, it was not possible to confirm whether there were any missing portions in the cutting wire or not. The manufacturing record was reviewed and found no irregularities. Based on the confirmation result, it can be inferred that the reported event indicates the cutting wire breakage. Based on the confirmation results and previous investigation results, a likely cause of the cutting wire breakage might be the following. 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of "1" description, the cutting wire and the endoscope were being close to each other. 3. The output was activated in state of "2" description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the subject device was used. After cutting, the sphincterotome of the device broke. If the device was pulled out from the endoscope, the broken wire may damage the endoscope channel, so the user withdrew the endoscope in which the device was left from the patient. The tip part of the device was cut outside the patient. The intended procedure was completed with another device. There was no patient injury reported.